Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urinary incontinence that led to a diagnosis of atrophy. Approximately two months after the diagnosis, a surgical procedure was performed. During surgery, the entire aus was removed and replaced. No additional patient complications were reported.

Manufacturer narrative:
Event date exact date unknown, atrophy was diagnosed approximately two months prior surgery.